Event description:
It was reported there was an elective replacement indicator (eri) message. The patient was not getting good stimulation. The health care professional (hcp) that reported the information did not implant the device. It was unknown the patient¿s parameter setting for an estimated longevity calculation. Additional information reported there were no troubleshooting, interventions, or other actions taken. Eri was reached on 2015-(B)(6). There is an explant/replacement planned for 2015-(B)(6). The issue was device related. There was no reprogramming needed. The patient experienced a sudden loss of therapeutic effect. The patient also experienced a sudden loss of stimulation. The device was in continuous mode. The patient needed a new implantable neurostimulator. There was no outcome provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: 2008-(B)(6), product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: 2008-(B)(6), product type: extension. Product ID: 3708140, serial# (B)(4), implanted: 2008-(B)(6), product type: extension. (B)(4).